Manufacturer narrative:
(B)(4). Date sent: 12/12/2022. D4: batch #476a68 . Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was returned with the closure trigger broken and with one gst45t reload loaded on the device. The reload was received partially fired 1/2. In addition, excess of the tissue was noted between reload and anvil, this condition did not allow returned the knife to a home position. No functional test was performed due to the condition of the device. The damage on the device, it is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 476a68, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished ec45a with lot number x94x2p, and no non-conformances were identified. Manufacturing date: 05/04/2022 expiration date: 03/31/2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information can be provided.